Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-may-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 31-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said patient's percutaneous lead wire was not doing what patient want it to do, thus patient eventually got a surgical paddle which does now allow pain relief. Caller did x-ray and she only sees 2 wires, which is likely the surgical lead. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.